Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a ls-s1 bilateral posterior intertransverse arthrodesis with pedicle screw fixation l5-s1 bilateral using synthes matrix system and autologous iliac bone graft; anterior arthrodesis l5-s1 using posterior approach with synthes interbody device, autologous iliac bone graft, and bmp. At 3 months post-op the patient continues to have bilateral low back pain, with persistent right lower radiculopathy; numbness in all her toes since her surgery. Plain x-ray reviewed and shows the lumbar spine shows graft and instrumentation in place. According to the dictated notes by the physician the patient is in stable post lumbar fusion. The numbness of the right foot is unlikely to be anything any worsening pathology related to the lumbar spine. There are no worrisome changes on the MRI. At this point it is recommended shoe that she wean off the brace and return to normal activities. At 9 months post-op the patient continues to have some numbness and tingling in the leg, however it is not involving the upper leg, but rather the lower leg. She also has been having increasing knee pain in the right knee and a feeling of instability. She denies any recent fall or injury. She denies any effusion to the right knee.¿ according to the dictated noted the physician determined this to be arthritis of knee, degenerative as the primary diagnosis with degenerative disc disease, lumbar as the secondary. Patient was given a right knee joint injection procedure.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2012: during the surgery, rhbmp-2/acs was used in the patient. It was also reported that the rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). As reported, the patient's post-operative period had been marked by a period of improvement, followed by progressively worsening and chronic lower back pain, with radiating down to her hips and up to her left shoulder, numbness and tingling in her hands and toes. Reportedly, the patient had experienced difficulty sitting and walking, and requires a cane, walker or motorized scooter to ambulate.